Manufacturer narrative:
(B) (4). (B) (4). Fired through lockout. Evaluation summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a urological procedure, the clip applier jammed and would not fire anymore. Another device was used to complete the procedure. There were no adverse consequences for the pt.